Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted and replaced due to loss of capture (loc). No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted a circular depression most likely from over-tightened suture which caused the coils to slightly part 18.2 cm from the terminal pin. X-ray imaging confirmed there was no evidence of conductor fracture. Resistance and pressure tests were completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. The clinical observations of loss of capture and lead fracture were not confirmed.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
New information received indicates that upon explant, visual inspection confirmed the lead was fractured at the location of the suture sleeve.